Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 275 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer was using trurapi insulin with the pump. Tandem customer technical support informed customer that trurapi insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. There was no adverse impact to the customer¿s blood glucose level.